Manufacturer narrative:
(B)(4). The root cause was due to ultrasonic welder failure. The welders were replaced in (B)(6) 2012 and recalibrated in (B)(6) 2013.

Event description:
It was reported that an infusor multiday 0.5 ml/hr was leaking. This occurred during patient infusion with fentanyl and 1% lidocaine. The reporter stated that they observed that some solution had leaked inside the "infusor cover" but still continued the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found that there was fluid inside the housing. Functional testing identified that there was a leak coming from the welded area of the volume indicator port. The initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.